Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannulas were bending easily and she did not realize it until her blood glucose level was around 300 mg/dl to 400 mg/dl. The customer treated her blood glucose level with a bolus using the insulin pump but 45 minutes later her blood glucose level was 430 mg/dl. Troubleshooting was declined. The customer removed the site and noticed the kink on the infusion set. She inserted the infusion set in a new site and bolused for her high blood glucose level. The device was not returned.